Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The physician had utilized the csi viperwire guide wire with a phoenix atherectomy device. While exchanging the device and wire through a balloon catheter, the tip of the wire broke off and was left in the patient. Csi has requested additional information, but the physician and facility denied the request.